Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had also received a headache from the event. The infection was traveling up her spine so the system had to be explanted.

Event description:
Per the physician, the patient was admitted to the hospital a couple of days prior to this report with swelling over the pocket site and fluid collection at back incision site. The patient was diagnosed with cellulitis of the pocket and was started on IV (intravenous) antibiotics. The patient subsequently had some respiratory distress which was determined to be due to a pulmonary embolism. The patient had been in the ICU (intensive care unit) for monitoring and was in the stepdown unit as of 03/26/2015. The decision was made to explant the pump and catheter due to the infection. At explant, cultures were taken from the pump pocket site, the back catheter site as well as the csf (cerebrospinal fluid); the organism cultured was ¿staph¿. The patient did not have meningitis. The patient was hospitalized for IV antibiotics and was started on oral baclofen. The patient was later discharged to home on antibiotics; the infection continued to be treated with antibiotics. The plan was to replace the pump and catheter in a few months. The patient status was reported as ¿alive-no injury¿. The device system had been delivering gablofen.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8781, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).